Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, noise was observed. Troubleshooting options were discussed and reprogramming efforts were performed. At this time, the product remains in service and no adverse effects have been reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, noise was observed. Troubleshooting options were discussed and reprogramming efforts were performed. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 245 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. The analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture. Additional information was added to the following fields: b5: describe the event or problem field. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, noise, sensing issues, and loss of capture were observed. Troubleshooting options were discussed and reprogramming efforts were performed. Subsequently, a revision procedure was performed and the ra lead was found to be fractured. The ra was explanted and replaced, while the crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, noise was observed. Troubleshooting options were discussed and reprogramming efforts were performed. Subsequently, a revision procedure was performed and the ra lead was found to be fractured. The ra was explanted and replaced, while the crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, noise, sensing issues, and loss of capture were observed. Troubleshooting options were discussed and reprogramming efforts were performed. Subsequently, a revision procedure was performed and the ra lead was found to be fractured. The ra was explanted and replaced, while the crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe the event or problem field h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.